Manufacturer narrative:
The event date was estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a system controller exchange a few weeks ago. The patient reportedly had emergency backup battery (ebb) faults alarms previously. They had gone to the bathroom one night and felt symptoms of shortness of breath. When they looked at their system controller, the screen was blank and so they exchanged the controller. It was said no alarms were heard. The controller clock was not set when the patient's primary and backup system controller were seen checked at the hospital. The log file data only went back a few days, so it was unable to see anything from a few weeks ago. The ventricular assist device (vad) and peripheral equipment were functioning as intended. The clock was synced at the end of the log file.